Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The blood glucose results were 191 and 131 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.